Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the surgeon noticed there was no energy activation on a maryland bipolar forceps instrument. A back up instrument of the same kind was used. The customer noticed the first maryland bipolar forceps instrument had a cable out of the pulley. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the maryland bipolar forceps instrument to perform failure analysis (fa). Fa was not able to reproduce or confirm the customer reported complaint "when the surgeon starts using energy, he notices no energy activation". Functional testing for energy delivery of the device in an attempt to replicate the reported complaint is not possible due to the returned condition of the device. The instrument passed the electrical continuity test. The instrument was found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable exhibited abnormal sharp edges or damage that would have contributed to the cable breaking. Mechanical indentation to the distal pulley is the affected surrounding component. The instrument passed the electrical continuity test. Additional observation not reported by site that is related to the primary failure: the instrument was found to have one indentation on the edge of the distal idler pulleys. There were no pieces missing. Grip cables adjacent to this indented pulley show damage. The grip cable was broken. The instrument was installed on an in-house system and failed the mechanical engagement sequence. The instrument yaw inputs failed to engage with the in-house system's sterile adapter during multiple attempts. The instrument was transferred to the failure analysis engineer (fae) team. Fae confirmed initial findings. The instrument was found to have damage to the distal idler pulley. Upon closer inspection through keyence optical microscope, it was observed that a small piece from the distal idler pulley could have been chipped away due to impact with another instrument during use or reprocessing.